Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2018 with blood glucose of 360 to 511 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of the call. The customer used the pump and manual injections to treat. The customer was wearing the insulin pump during the incident. The customer had issues with air bubbles in the tubing and their blood glucose kept going up. Troubleshooting was completed. The customer reported a broken belt clip. The customer also had a low of 24 mg/dl the next day that required emergency medical assistance. The insulin pump will not be returned for analysis.